Event description:
Boston scientific (formerly guidant) received info that this literature review journal article revealed pts with endograft infections present symptoms in three specific ways: aortoenteric fistula, non-specific signs of low grade sepsis, and severe systemic sepsis. Endograft infection is reported to occur in between (B)(6) of pts. The article provided several references to other articles where infections with ancure/evt endografts had occurred. Further investigations into these specific references found that the infections presented within 3 to 11 months post implant. Several of the articles listed were previously reported to the food and drug administration (2954310-2008-81662, 2954310-2007-81629, and 2954310-2009-81714). The other articles referenced were from studies back in 2002 to 2003. In the articles not previously reported, antibiotic administration and surgical intervention was performed to remove the endograft and treat the pt. There was one pt death reported but the cause of death was deemed to be due to respiratory failure and was not caused by the endograft infection.

Manufacturer narrative:
Attempts have been made to find out the specific model/serial numbers for the articles that were not previously reported. However, these attempts were unsuccessful. At this time, no additional info has been reported. The findings of this study is summarized in the article: hobbs et al., "epidemiology and diagnosis of endograft infection," j. Cardiovascular surgery 2010; 51: 5-14.